Event description:
It was reported that a patient's right ventricular lead exhibited high pacing thresholds and high defibrillation impedance. The patient had their faulty lead capped and a new lead was implanted on (B)(6) 2022. The patient was stable throughout the procedure.